Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. The manufacturing records for the lot were reviewed and the lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Discrepant low inratio inr results reported and a variance between inratio results and lab inr result. The results were as follows: (B)(6). It was reported that the first drop was being wiped and multiple drops were added.